Manufacturer narrative:
(B)(4). The product sample has been returned but had not been evaluated at the time this complaint was filed. According to the device history records reviewed for the reported lot number m6021t502, the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 8030647-2016-00164 for the first patient. It was reported that the catheter appeared melted. Additional information has been requested.

Manufacturer narrative:
One sample was received without the original packaging and received with a customer note. The sample was examined, and it appears that the catheter tubing is detached away from the bushing. The bushing is intact to the cone adapter. The catheter tubing was viewed under the uv light and there is visible evidence of application of bonding agent with optical brightener. It appears also, that the application coverage was consistent. Using a ruler as a reference, the insertion depth of the catheter tubing was measured by aligning the melted bonding agent from the tip of the catheter as a reference point. A manufacturing investigation was opened and the root cause was due to manufacturing equipment. During manufacturing, a gap can form between the bushing and cone adaptor that may cause weak bonding. Corrective actions have been initiated. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).